Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at firing, surgeon was not able to fire the device. The surgeon was able to press the green button and squeeze the handle. It was noted that the shaft of the device, broke off. The shaft was detached to resolve the issue in order to complete the case. There was no patient injury.